Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has to be pressed multiple times for the pump to respond, and the quick bolus feature no longer works when pressing the wake button. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump and has back up manual injections for continued insulin therapy.